Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 165-170 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Reportedly, the customer corrected the pump time to address the issue. Customer¿s blood glucose ranged from 160 mg/dl to 216 mg/dl.